Manufacturer narrative:
Concomitant product(s): product ID: 97791, lot# n398498, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported she had very sensitive skin. The patient was allergic to nickel. The patient wanted to know what materials are in the pump. She was interested in a pump rather than having a large back surgery. The patient had the stimulator removed because it was not working right. The patient had horrible pain near the battery implant site. The health care provider (hcp) later reported that the patient was examined at para-vertebral region. No tenderness was identified on facets or area of stimulator. The patient was insistent on taking the device out, hence, it was removed. The indication for use was multiple back operations and spinal pain. If additional information is received, a follow up report will be sent.